Manufacturer narrative:
On 8/20/2018 mentor became aware that the event initially reported on (B)(6) 2018 were concerned implants that were not mentor products. The contact had mistaken complaint devices as mentor implants, and confirmed the devices were non mentor. Therefore, the investigation into this product issue is being ceased. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, the device was explanted on (B)(6) 2018.